Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.